Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. It was found that both load cells were defective and a replacement was required. After the defective parts were replaced, the platform was further tested for 30 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. Visual inspection showed a sticky clutch and a torn load plate cover. The clutch plate was deburred and load plate cover was replaced to address the issue. These observed damages are unrelated to the reported complaint. Review of the archive data indicated error message (ua 07) on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, autopulse platform (s/n: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. Customer was unable to clear the error. There was no report of patient involvement.